Event description:
It was reported that a detachment occurred. This opticross 6 hd was selected to perform a intravascular ultrasound to the vessel. They proceed to flush the hd catheter and noticed that a piece from the catheter detached from the backend. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection identified that the retainer clip was detached and missing from the hub, the reported complaint is confirmed.

Event description:
It was reported that a detachment occurred. This opticross 6 hd was selected to perform a intravascular ultrasound to the vessel. They proceed to flush the hd catheter and noticed that a piece from the catheter detached from the backend. The procedure was completed with another of the same device. No patient complications were reported.